Manufacturer narrative:
The pump was returned to animas for eval. During investigation, it was found that all keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are sticking and very hard to press to program correctly. It was also reported that there is no structural damage to keypad and no water exposure to pump.